Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection amikacin (750 mg (250 mg in first bag and 500 mg in third bag) daily, route and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. Patient outcome is unknown. No additional information is available.